Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to duplicate the reported issue. There where no trunk or lead wires on the device. The fse informed the user that the issue may be related to the faulty wires but was not able to locate the cables. The fse completed the pm as per factory specifications. The calibrations, functional testing, and safety testing were all passed per factory specifications. The device was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra- aortic balloon pump (iabp) had a non working EKG. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information poc: tel - (B)(6).

Event description:
N/a